Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. He tested the unit but he could not reproduce the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t stopped pumping water when the patient circuit 1 and cardioplegia circuit were activated. The temperature reading started dropping and there was a burning smell. The user turned off the unit. There was no report of patient injury.